Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
The customer reported that the device was failing the est test for the safety valve. The customer troubleshot with tech support over the phone. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer was instructed over the phone on how to properly perform the est test and pass. The device passed all testing and functions as intended without any service needed.